Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient noted pain in left eye upon waking approximately two months post photo refractive keratectomy (prk). Symptoms have improved. The patient also reports a foreign body sensation. The patient is using artificial tears. Epithelial erosion was diagnosed in the left eye. Size of erosion is 3 mm x 3 mm. Patient was prescribed a hypertonic ointment to use every night in the left eye for three to six weeks. Patient is to return in three weeks for a follow - up. Patient was advised to come in immediately if status worsens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient was given a hypertonicity ophthalmic ointment at initial appointment. Erosion is now reported to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).